Event description:
It was reported that a user experienced a low blood glucose while using an ilet system integrated with a g7 sensor, confirmed by fingerstick at 52 mg/dl, after a preceding high glucose; the episode was contemporaneous with normal pump operation and no recent setting changes, and the user treated with oral carbohydrates. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and improvement, with no hospitalization. Investigation included customer support review, clinical follow-up by a certified diabetes specialist, and use review covering cgm targets, weight, run mode, exercise, recent tubing fill and disconnection practices, meal announcements, and exogenous insulin. Investigation of this case revealed that the hypoglycemia was consistent with an overcorrection following a prior high during the adaptation period and user factors including late meal announcements and over-treatment of lows, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with therapy dynamics and use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.